Event description:
Reportedly, the surgeon placed the instrument on tissue squeezed the trigger once to close the instrument. Squeezed again and the handle locked in place. The surgeon cut the tissue; however, the instrument did not place any staples. The surgeon manually over-sewed to complete the case.